Manufacturer narrative:
The reported events were lead dislodgement, failure to sense and failure to capture. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. The full helix extension length was measured to be within specification. The reported events of failure to sense and failure to capture were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.

Event description:
During an in clinic follow up, loss of capture and loss of sensing were observed on the right ventricular (rv) lead. X-ray imaging was performed and the rv lead was found to be dislodged. The rv lead was explanted and replaced to resolve this event. The patient was stable.